Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad traces. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that they had been having issues with the battery not lasting more than a week in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.